Event description:
It was reported that the patient complained that they 'never felt right' following the recent device replacement. Three weeks following the replacement procedure, the patient was found to be in atrial fibrillation during a routine visit, and needed to be cardioverted. The patient's physician indicated that the patient's remote transmission showed a lead problem, but no further information was provided. The patient was later seen during a routine follow up and the patient indicated that they were feeling better. However, the patient's spouse called three days later and said that the patient was 'so fatigued that they were almost falling asleep while talking.' The patient will be monitored via the next remote transmission and follow up visit, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.